Manufacturer narrative:
The device remains implanted in the patient and is not available for return to saluda for analysis. The root cause of the implantation site not closing is not able to be definitively determined. The evoke scs system surgical guide states the following, "the risks associated with the implantation and use of a spinal cord stimulation system include: cls migration or suboptimal placement, which may result in pain or difficulty in charging... Skin irritation. The patient may require surgery (including revision, explant, and replacement) as a result of any of the above." A revision was performed to resolve the reported event.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for their implantation site not closing as expected. The physician attributed this to the suturing technique. A revision was performed and the patient therapy restored.